Event description:
The customer reported that at the end of a cesarean procedure, the pt was found to have a 1" burn on the upper abdomen. The skin surrounding the burn was excised and stitched. The pencil has been placed into the holster positioned on the pt's abdomen. The pencil slipped out of the holster onto the drapes. It was not activated but the electrode tip was still warm from use and burned through the drapes, resulting in the pt burn.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received fro evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.